Event description:
The pt began feeling discomfort, warmth and redness at the pocket site after a revision procedure. The incision started to bleed in a spot about the size of a pencil eraser. The pt was evaluated by the physician, a culture of the incision site was obtained and oral antibiotics started. The culture was positive for staphylococcus infection. The stimulation sys was explanted. The pt was implanted with a new drug delivery pump in 2008. Add'l info has been requested from the hcp on multiple dates, no response has been received.